Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that during testing in challenge silicone models, the proximal bond joint of the subject guidewire broke. The subject guidewire remained intact and did not separate into parts. Also, the subject guidewire did not torque well in model. No additional information is available.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR) h3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire distal end was noted to be kinked/bent. The proximal bond was noted to be damaged/broken. The core wire distal end was observed through the distal tip dome. During a functional inspection, a torque device was attached to the guidewire and guidewire was rotated without difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire broken/fractured during use was confirmed during analysis. The reported guidewire torque problem could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specification when returned for analysis. Additional information provided no patient was involved (challenge silicone flow model), challenge testing performed by the doctor. Guidewires had proximal bond joints break. The guidewires remained intact and did not separate into parts. It was reported that during testing in challenge silicone models, the proximal end of the subject guidewire broke. Analysis of the returned guidewire found the guidewire distal end was noted to be kinked/bent. The proximal bond was noted to be damaged. The core wire distal end was observed through the distal tip dome. The damage to the returned device indicates it encountered a significant force during simulation testing. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire broken/fractured during use¿, ¿guidewire torque problem¿ and as analyzed 'guidewire distal end/tip kinked/bent' and 'guidewire broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during testing in challenge silicone models, the proximal bond joint of the subject guidewire broke. The subject guidewire remained intact and did not separate into parts. Also, the subject guidewire did not torque well in model. No additional information is available.